Manufacturer narrative:
Approximate age of device - 3.5 months (to the reported event); 5.5 months (to the patient death). The attached user facility report #(4) was received from the intermacs registry. Additional information: the manufacturer had not received any previous reports of thrombus from the user facility. A review of available patient information noted that the a report received directly from the customer indicated that the patient had pre-existing renal dysfunction and experienced acute renal failure requiring hemodialysis on (B)(6) 2014. The patient developed (B)(6) bacteremia from an unknown source. There were no indications of pump pocket or driveline infections. It was reported that the patient experienced acute renal failure and pulmonary bleeding and respiratory failure likely related to anticoagulation therapy. At that time it was reported that the device was functioning as intended and no device issues were reported. Subsequently, a patient outcome was received that the patient expired from multisystem organ failure and care was withdrawn. An autopsy was not performed. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
Additional information: it was reported that the patient had pre-existing renal dysfunction and experienced acute renal failure requiring hemodialysis. The patient developed (B)(6) bacteremia from an unknown source. There were no indications of pump pocket or driveline infection. The patient experienced pulmonary bleeding and respiratory failure likely related to anticoagulation therapy, acute renal failure and post-operative condition. The patient expired due to multisystem organ failure. It was reported that the device functioned as intended and no device issues were reported.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. A full evaluation of the pump could not be conducted, and a root cause for the reported event could not be determined because, the system was not returned to the manufacturer for evaluation and no autopsy was performed. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
A user facility report was received from the intermacs registry stating: evidence of lvad thrombus noted on tte. No interventions, including medical management d/t persistent bleeding.